Manufacturer narrative:
Updated sections: d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the blue sureform 60 reload for failure analysis (fa). The blue reload was returned fully fired, and all staples were deployed from their respective pockets. The knife was located at the distal end of the blue reload, and multiple staples were found lodged around the knife stopping point. Additionally, cartridge damage was observed, including multiple surface indentations and skiving along the knife track.

Event description:
It was reported that during a da vinci-assisted transhiatal esophagectomy (non-transthoracic) procedure, the staples failed to fully release from a blue sureform 60 reload, resulting in an incomplete staple line. Additional information has been requested; however, no response has been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. An advance stapler log review shows that the sureform 60 stapler instrument was installed on the system 13 times and fired 7 reloads (2 green, 1 blue, 4 green). On installs 1, 4, and 11-13, the first clamp was successful, and the firings were each completed with no pauses for compression. On install 2, the first 2 clamp attempts were aborted by the user. The 3rd clamp was successful, and the firing was completed with no pauses for compression. On install 3, the first clamp was successful, and the firing was completed with 2 pauses for compression. On installs 5-10, the stapler failed to initialize with the system. Parameters of the errors indicate that high drivetrain friction was detected. There were no stapler related errors in the logs. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.